Event description:
Arc/spark occurred durng robotic assisted surgery thourgh scissor guard/accessory tip cover causing burn to uterus, which was being removed. No harm to patient. Event occurred shortly into procedure. Settings for shears at 38 coag, recommended lever. Tip cover inspected prior to application. Application of tip cover performed correctly. Company representative from intuitive present during surgery to observe technique. Rep stated there may have been a cross over of instruments prior to event which may have resulted in an instrument touching tip cover and resulting in compromised tip cover. No video tape to support this observation available. Pictures of tip cover and monopolar shears taken. Both returned to company for microscopic inspection.======================manufacturer response for robotic surgery instrument and accessory tip cover, davinci monopolar shears; tip cover accessory-microtek medical======================company rep on site during procedure because of mulitple prior events. This was 10th event since may, 2008. Rep feels some cross over and possible collision of instruments. No clear collision observed. Awaiting rep report from site visit.